Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. The cause for the failure was due to patient pulse pin on the monitor's electrode connector. The root cause of the bent patient pulse pin was unable to be positively identified. No adverse event resulted from the defective monitor.